Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the issue was not determined since product was not returned, and the available data was insufficient to determine root cause. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a console shutting down during use. The pump was moved to a new console with no harm to the patient.